Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2014. During the follow-up call, the patient confirmed he tests his blood glucose 5-6x/day, is on insulin pump therapy and only takes correction boluses in response to elevated blood glucose results. The patient stated that his blood glucose generally runs in the ¿120 mg/dl¿ range. The patient reported that on the evening of (B)(6) 2014 he began to feel unwell and thought he was ¿low¿. In response to his feeling he tested his blood glucose and obtained a result of ¿249 mg/dl¿. Despite the reading not correlating with his feelings, the patient informed the mss that he administered a 2 unit bolus in response to the elevated result. Approximately 10-15 minutes afterwards, the patient claimed he developed ¿spotty vision¿ which he stated he sometimes develops when he is really low. At the onset of the symptom he re-tested his blood glucose and obtained a result of ¿40 mg/dl¿ and then treated himself with orange juice in response to the low result and feelings. The patient confirmed feeling better after treatment. During the follow-up call, the patient confirmed that a similar incident occurred on the evening of (B)(6) 2014. The patient reported obtaining a high blood glucose result of ¿260 mg/dl¿ with the subject meter, administered a 2 unit correction bolus and approximately 10-20 minutes later when he re-tested his blood glucose measured ¿32 mg/dl¿. The patient did not recall if he developed symptoms that evening, but confirmed drinking juice in response to the low blood glucose result. At the time of troubleshooting, the customer care advocate noted that the patient did not have control solution available to test the subject meter and strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.